Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that preliminary investigation of logs pointed to gantry issue. Representative reported that upon inspection of gantry, a bent cable chain fins were found in the cable chain track. The fins were bent multiple times and were catching on the cable chain. Representative corrected the issue and moved the rotor multiple times past the issue section to verify and the issue was resolved. The 2d and 3d spins were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system was unable to perform image acquisitions. Site was performing initial acquisition for the surgery. It was reported that the site representative attempted performing image acquisition with hand switch and foot switch but the issue persisted. Imaging system was rebooted which resolved the issue. A loud sound was heard from the system at the end of 3d image acquisition but the acquisition was successful . The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.